Event description:
It was reported that temporary pacing electrode was infused with IV fluid causing balloon to rupture. Customer inquired how to implement corrective safety measures such as adding labeling on product and packaging regarding fluids to prevent future mishaps. They also inquired on the testing process of the tpe balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that temporary pacing electrode was infused with IV fluid causing balloon to rupture. Customer inquired how to implement corrective safety measures such as adding labeling on product and packaging regarding fluids to prevent future mishaps. They also inquired on the testing process of the tpe balloon.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: warnings for balloon temporary pacing electrode catheters ¿ do not inflate balloon beyond stated maximum inflation capacity of 1.5 ml. ¿ balloon must be completely deflated before withdrawal of the electrode catheter. ¿ if the balloon catheter has been inflated in vivo for more than one minute, completely deflate the balloon and reinflate it to the recommended capacity of 1.5 ml. This is recommended because carbon dioxide diffuses through the latex balloon. ¿ this product contains natural rubber latex which may cause allergic reactions. Precautions ¿ excessive bending, torquing, or kinking of the electrode catheter may cause damage to the catheter including damage to internal wires. ¿ when using a balloon catheter, use care when removing the protective sleeve from the distal portion of the catheter. Forced removal of this protective sleeve may result in damage to the balloon and the catheters structural integrity. ¿ when wiping down this catheter, use only sterile saline. Instructions for use inspection instructions 1. Visually inspect the catheter, under sterile conditions, for kinks in the catheter shaft, integrity of the connector, condition of electrodes, and any other damage. 2. In case of catheters with a balloon, under sterile conditions, remove the protective sheath and inflate the balloon with 1.5 ml of air or carbon dioxide. Use the inflation syringe included in the package. Completely deflate the balloon after the test. Insertion instructions using a needle cannula 5. Remove the syringe and the needle. 6. Using the aid of fluoroscopy or an ECG monitor, advance the catheter through the cannula to the desired position. If using a balloon catheter, inflate the balloon when the catheter is in the right atrium. Please note that the balloon can be inflated or deflated only when the stopcock is parallel to the catheter shaft. Do not pull the catheter back through the cannula as it may cause damage to the catheter. 7. If using a balloon catheter, deflate the balloon after the catheter has reached the desired location. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.